Event description:
It was reported that when fluoroscopy was performed during the procedure, the microcatheter distal marker could not be visualized. The device was removed from the patient's body, and it was found that the distal tip section of the microcatheter had "disconnected" from the microcatheter's shaft. The physician believed that the tip may have disconnected prior to the subject device being used into the patient. There were no clinical consequences reported to the patient.

Event description:
It was reported that when fluoroscopy was performed during the procedure, the microcatheter distal marker could not be visualized. The device was removed from the patient's body, and it was found that the distal tip section of the microcatheter had "disconnected" from the microcatheter's shaft. The physician believed that the tip may have disconnected prior to the subject device being used into the patient. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Device evaluated by MFR: the subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the distal marker band was not present on the distal portion of the microcatheter. The distal tip was torn where the distal marker band is specified to be located. No other anomalies were observed on the returned device. Additional information received indicated that the physician steam shaped the tip of microcatheter for 30 seconds. The device directions for use (dfu) instruct to steam shape for approximately 10 seconds. The tensile strength of the distal tip can be reduced for a given temperature and time exposed to the heat source, effectively weakening the distal tip. It is probable that extending the steam shape time to 30 seconds resulted in the in the distal tip marker band being torn off from the microcatheter. Therefore, a root cause of use/user error has been assigned to this investigation.